Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was 48mg/dl. The customer's most current level was 151mg/dl. The customer treated the low with food. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.